Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the customer has had three patients in the last few weeks that have received their pumps and by the next day it had started beeping and saying not detected." Infusystem has not been able to help over the phone, so the patients have all returned there. Customer has tried connecting different pumps, and gets the same error message. Customer cannot see any air in the line or figure out what is happening. The only thing the customer has found that works is drawing out the contents from the cartridge, and putting it into a new, unused cartridge. Then it seems to work fine. These have all been 46 hour infusions. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.